Manufacturer narrative:
Pump passed displacement test and self test. Software error detected alarm found in the pump history. Unable to determine the root cause, problem isolated to the electronic stacks.

Event description:
It was reported that the insulin pump had insulin pump error alarms. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. The customer informed that they received error messages on the insulin pump and had to rewind the insulin pump a lot. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.